Manufacturer narrative:
H6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the syringe 10ml ll w/ndl 21gx1in experienced a clogged/blocked needle. The following information was provided by the initial reporter: stuff not coming out of needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ll w/ndl 21gx1in experienced a clogged/blocked needle. The following information was provided by the initial reporter: stuff not coming out of needle.